Manufacturer narrative:
Stryker evaluated the customer's device a was able to verify the reported issue. After clearing the codes; proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the issue could not be established.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.